Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, there was an open connection between the j7 connector and ECG dome inside ECG electrode d. The cause of the non-functional ECG electrodes is the open connection. The root cause of the open connection cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.